Event description:
During a colonoscopy, the tip of the device broke off inside the pt. This was only noticed during the flushing of the heatprobe after the physician had finished using it. When the device was being flushed with water, the heat probe unit faulted and the nurse noticed that the tip of the heat probe was missing. Colonoscope was still inside the pt and a biopsy forceps was used to retrieve the piece. There were no pt injuries. Nurse was not sure if the device would be sent for co's eval.